Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. No product eval was performed since the graft remained implanted in the pt. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of seven products indicated values well within product specs. A retention sample coated on the same day and under the same conditions as the complaint device underwent water permeability testing. Test result indicated a value well below product specs. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.

Event description:
Pt underwent a femoral/distal bypass procedure on (B)(6) 2010. It was reported a blood leaking from the first 1-2 inches of the proximal end of the graft. Add'l clamping time was needed and hemostatic agents were used to stop bleeding. Surgery was reported to have been prolonged by 40 minutes. The graft remained implanted in the pt.